Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned, therefore an evaluation of the actual device was unable to be conducted. A review of the device history record of the product code/lot# combination was conducted with no findings. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
The user facility reported that the involved angio-seal device that was used, backflow of blood was not observed from the drip hole when the assembly was inserted into the artery. The device was then removed and replaced by another angio-seal device from the same lot to continue the hemostasis procedure. Subsequently, hemostasis was successfully achieved by the second device. There was no health damage to the patient. The estimated blood loss was less than 250cc's. The procedure before deploying the device was coiling. A pre-deployment angiogram was performed. The size of the sheath ancillary used was 8 fr. The puncture site was proximal to the inguinal ligament of the right common femoral artery. The vessel diameter was 8 mm. There were no other devices or equipment used with the reported product.